Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter has a battery indicator message. At about 11 days later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and manages her diabetes with 70/30 mix insulin. The pt indicated that she adjusts her insulin based on the lfs meter readings. When her blood glucose is above 200 mg/dl, the pt would take her usual dose of 40 units in the morning and 40 units in the night. When her blood glucose is around 100 mg/dl, the pt would take a lower dose of her 70/30 mixed insulin. On the day of event, the pt claimed she was unable to obtain her blood glucose on the subject meter in the morning, due to the battery indicator message. The pt replaced the battery several days earlier but the issue was not resolved. That morning, the pt reportedly took 40 units of insulin on her own accord without obtaining a blood glucose reading. At noontime, she went to the gym. During her exercise routine, the pt developed symptoms described as "cold sweat, dizzy, and shaky hands." The pt immediately got out of the swimming pool and took some liquid and ate an energy bar. The pt felt better soon after. The pt felt that had she been able to test her blood glucose that morning she would have taken less insulin and prevented the aforementioned symptoms. During troubleshooting, the customer care advocate verified that there was no product misuse. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.